Event description:
It was reported that during a nephrectomy procedure, the instrument did not fire. No further information is available. The case was completed with a similar device with no patient consequence.